Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/28/2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the arm on (B)(6) 2018. At 8:50am, the patient's finger stick reading was 233mg/dl. At 10:10am, the cgm was reading 130mg/dl and the patient felt shaky so she went to the school nurse. A finger stick was performed, and the value was 47mg/dl. The patient was treated with (2) 8-ounce apple juice, 3 glucose tablets and a snack. At 10:25am, a finger stick was performed again, and the patient's bg value was 130mg/dl and the patient was released back to class. At the time of contact, the patient was doing good. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation was unable to be determined. The probable cause could not be determined. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.